Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 22 march 2017. The representative reported that the replacement computer brought was cycling power and could not be used to resolve the issue. The representative returned to the site on 23 march 2017 and successfully replaced the computer for the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The faulty replacement computer was returned to the manufacturer for evaluation. Where testing was able to confirm that power was cycling on the computer. The original suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the navigation system became unresponsive and would not progress to the application interface when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.